Manufacturer narrative:
D1, brand name; corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of an issue with a power cable and difficulty removing the mod cable from the system controller was confirmed. A review of the downloaded controller event log file spanned approximately 2 hours (B)(6) 2024 from 15:11:13 ¿ 17:05:11 and (B)(6) 2000 per time stamp). Throughout the entire log file while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid relative state of charge (rsoc) fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc fault without an associated alarm active. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), returned with the driveline stuck in the bulkhead connector due to an extensive amount of fluid ingress. The controller also had a power cable disconnect alarm on the black power cable. The cable jacket and shielding of the black power cable was stripped. A damaged brown relative state of charge (rsoc) wire was found close the strain relief. This is consistent with wire fatigue due to repetitive flexing of the cables. The bulkhead connector and power cables were replaced to continue with testing. Although the mod cable could not initially be disconnected from the controller, there were no concerns with pump support. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The root cause for the reported power cable issue was due to a damaged wire in the black power cable. The reported event of difficulty removing the mod cable was due to fluid ingress in the bulkhead connector. Ncidental findings: fluid ingress, wire fatigue, damaged strain relief. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2024-01015. It was reported that the patient's controller had a faulty power cord. The modular cable could not be removed from the controller.